Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to be fully tightened. Battery compartment cracks were observed in the thread area and below grip pad. There was evidence of moisture contamination inside the battery compartment. The black box shows evidence of multiple voltage drops resulting in battery alarms beginning on (B)(6) 2017. Current draws are within specifications; idle -90ma, sleep -00ma, load -190ma. The pump case was removed. No evidence of additional moisture was found inside the pump. A "battery life" issue was not duplicated during investigation.